Event description:
During a transfer using a medcare 600lb lift n' weight, the hanger bar bolt came out of the load cell and the resident was dropped. The resident was taken in for x-rays but no injuries were noted.

Manufacturer narrative:
The scale hanger bolt is held in place with a cotter pin. The cotter pin was not in place and it is unclear why. Medcare has asked for the unit to be sent back so we can investigate further but that request was denied. We received pictures of the unit but cannot determine the cause.